Manufacturer narrative:
Only the oxygen blending module board was returned to the manufacturer's quality assurance laboratory for evaluation.

Event description:
A ventilator's oxygen blending module was returned to the manufacturer's quality assurance laboratory for further evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's quality assurance laboratory, an oxygen transducer (u28) was found to be out of tolerance.